Event description:
It was reported high impedances, greater than 4000 ohms, were observed at implant. The patient had a "good" trial a few weeks prior to report and proceeded to full implant, but during implant high impedances were observed when the neurostimulator and lead were connected. It was also noted the lead was "reseated" 3 different times in the neurostimulator but impedances continued to be high. A new lead was placed with no resolve of high impedances. A new battery was then placed and "everything checked out fine." It was reported 4 days later the patient was doing well.

Manufacturer narrative:
Product ID 3093-28, lot# va01fg7, implanted: 2012-(B)(6), explanted: 2012-(B)(4), product type lead product ID 3093, lot# va01fg7, product type lead product ID 3037, serial# (B)(4), product type programmer, analysis of the stimulator (serial# (B)(4)) revealed the setscrew was backed out too far during the procedure. Analysis of the lead revealed no significant anomaly